Event description:
It was initially stated that the battery cap was stuck on the insulin pump and could not be removed. It was then stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose level was 424 mg/dl at the time of the call. Troubleshooting was not possible due to the battery cap issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.